Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain ECG signal via the multi-function cable and gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no pt involvement in the reported malfunction.